Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary, this received complaint sample is confirmed as counterfeit product.

Event description:
This sample has been identified as a confirmed counterfeit product. The sample seized has been retained by the concerned authority.